Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no ventricular output and blood infiltration of the connector.~~~~~~~~~